Event description:
A lead extraction procedure commenced to remove 3 right ventricular (rv) and 2 right atrial (ra) leads due to non-function and MRI. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath, minimal advancement was made; therefore, switched to a spectranetics 13f tightrail sub-c rotating dilator sheath. Alternating between leads, little progress was made, and switched to a spectranetics 16f glidelight laser sheath, along with a spectranetics large visisheath. Then, utilizing a spectranetics 13f tightrail (long) rotating dilator sheath in heavy calcification, the blades would no longer rotate. A second 13f tightrail (long) was used, and one rv and one ra lead were removed. When trying to load the same 13f tightrail (long) onto the next rv lead and lld ez, the inside of the tightrail pushed out the back. A third 13f tightrail (long) was used, but the same issue occurred, and a fourth 13f tightrail (long) was utilized, but got stuck on the rv lead, and when removing the 13f tightrail (long) from the body, the inside came out again, thus was removed from the patient. Switching to a cook medical 13f evolution, minimal progress was made, but additional bleeding was noted at the entry site, and a subclavian perforation was found and repaired. The procedure continued with the 13f tightrail sub-c and a fifth 13f tightrail (long), and the second rv lead was removed. Targeting the last rv lead with the 13f tightrail (long), the patient¿s blood pressure dropped, and rescue efforts began, including bypass and sternotomy. A perforation to the brachiocephalic vein was discovered and repaired, and the remaining rv and ra lead were removed post-sternotomy. The patient survived the procedure. This report captures the 13f tightrail device in use when the brachiocephalic vein perforation occurred, requiring intervention. There was no alleged malfunction of the last tightrail device in use during the procedure.

Manufacturer narrative:
A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B5) the subclavian perforation was caused during use of the cook medical evolution. B7) other relevant history, including preexisting medical conditions - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.